Manufacturer narrative:
(B)(4). The device is expected to be returned. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other clip delivery system referenced is filed under a separate medwatch report.

Event description:
This report is filed because when opening the clip (cds 60803u163) with the arm positioner, there was irregular movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The first clip was implanted successfully reducing mr to 2. A second clip delivery system (cds 60803u163) was advanced to the mitral valve to further reduce the mr. When opening the clip with the arm positioner, the delivery catheter shaft bent about 90 degrees medial, resulting in irregular movement. The clip was not implanted and the cds was removed. Another cds (cds 61012u153) was advanced to the mitral valve to place the clip medial to the first implanted clip; however the cds became entangled in the subvalvular structure. Standard troubleshooting was performed to successfully free the clip. The clip was implanted lateral to the first implanted clip. However, the mr increased to 4. It is suspected that leaflet or chordal tissue damage may have occurred although this was unable to be confirmed on echocardiogram. A third clip was placed lateral to the two implanted clips, reducing mr from 4-3. The patient is stable. No additional treatment is planned at this time. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported delivery catheter shaft bending while opening the clip was confirmed. The reported difficulty positioning the device was likely a secondary effect of the bending that occurred during the procedure. It is possible that there were procedural interactions (e.g. The patient anatomy, unintended curves on the device, additional arm positioner rotation after the clip was inverted) which resulted in increased tension on the mandrel causing it to bend; however, this cannot be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.